Manufacturer narrative:
Returned device was received in good physical condition but had a dso seal bubble. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicated the issue but the event history confirmed the issue. The dso sensor was replaced as it was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had issues with the downstream occlusion alarm. There were no reported adverse events.